Manufacturer narrative:
Reported event: an event regarding disassociation and fretting involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was of disassociation was confirmed through review of the provided photographs. The event of fretting was not confirmed. Method & results: product evaluation and results: not performed as no product was returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the disassociation was confirmed through review of the provided photographs. The event of fretting was not confirmed. The subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of this nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that the patient's right hip was revised due to the trunnion breaking off at the edge of the femoral head closest to the stem. Intra-operatively, some metal debris was noticed in the joint and a yellowish film seen on the liner. The stem, head and liner were revised to a restoration modular stem construct with a new head, adm/ mdm poly insert, and md liner. Rep can provide pictures, otherwise confirmed that no further information will be released by the hospital or surgeon.